Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: gill procedure l4-5, decompression l3-4, neurolysis bilateral l4 nerve roots, posterior fusion l4-5 with titanium rods and screws, local bone graft, and rhbmp-2/acs, bone graft. Pre-op and post-op diagnosis: l4-5 spondylolisthesis and spinal stenosis above a transitional l5-s1 level. On (B)(6) 2009, patient underwent following procedure: exploration of lumbar fusion, removal of hardware. Pre-op: painful back, retained lumbar hardware, question fusion healing l4-5; and post-op diagnosis: solid fusion healing l4-5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.